Event description:
Philips received a complaint on an m_bis bisx power link indicating that the unit was providing an equipment malfunction and no longer providing accurate readings. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomed, and the issue was able to be replicated. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty bis power link. The issue was resolved by a replacement bis power link and also a bis cable being ordered and sent to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.